Event description:
Hcp reported the pt had a premature explant of their pump. The pump was removed secondary to concerns regarding "infection and complications related to pump not adequately secured in sub q pocket." The pt was reported to have recovered without sequela.